Event description:
Clinical risk manager notified of two recent events in nicu with new pulse oximetry equipment in which the babies received to their feet from the device. Diagnosis or reason for use: pulse oximetry placed at admission per protocol. Event abated after use stopped or dose reduced: yes.